Event description:
It was reported that the insulin gauge was inaccurate and static with multiple cartridges. Customer continued to use the existing cartridge on the pump for insulin therapy. Customer¿s blood glucose level was in the 100-199 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.